Manufacturer narrative:
The device was not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified ramus. Access was obtained through the right femoral artery. The 2.5x24mm taxus liberte atom stent delivery system (sds) was advanced but it was not possible to deliver the sds to the lesion. Upon removing the sds from inside the pt, it was noted that struts were lifted along the entire length of the stent. The lesion was predilated with a 2.0x15mm maverick balloon and another of the same size sds was used to complete the procedure. No pt complications were reported and the pt's current condition is listed as "ok".